Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The unit was able to power on using batteries. When powered on the top 3rd digit of the led display on the device does not illuminate. The device was able to obtain readings and alarm alert conditions with audio and visual status indicators were functional. Internal inspection showed the non illuminating diode of the 7 segment led display measured open. The defective 7 segment display component d2 on the system board causes the led segments to not illuminate. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported an led display failure. Per the customer, the number on the display is faulty and appears that it's giving false numbers. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Other, other text: (B)(6).

Event description:
The customer reported an led display failure. Per the customer, the number on the display is faulty and appears that it's giving false numbers. No patient impact or consequences were reported.